Event description:
It was reported, the cysto-nephro videoscope was reprocessed incorrectly. The ethelyne oxide cap was not on when the scope was reprocessed resulting in damage to the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending section cover was blown out, and the plastic distal end cover as well as the insertion tube had a leak. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ethelyne oxide cap not on when the scope was reprocessed resulting in damage to the scope was the device was reprocessed with the different procedure from the instruction manual the event can be detected/prevented by following the instructions for use which state: ¿chapter 7 cleaning, disinfection, and sterilization procedures caution attach the eto cap to the venting connector before sterilizing. If the eto cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section.¿ olympus will continue to monitor field performance for this device.